Event description:
Patient called to report an adverse event involving his dexcom sensor. Patient stated that he's been wearing the dexcom device since 2018, but within the last month, has started getting chemical burns on his skin from the sensors. Patient said he has contacted dexcom and they are aware of the issue. Patient said they don't peel off in the shower and believes dexcom has switched to a much stronger adhesive. Patient stated this new adhesive is causing him major skin irritation and feels very strongly that dexcom must fix this issue as he depends on them.